Manufacturer narrative:
This report is submitted on 3 may 2021.

Manufacturer narrative:
This report is submitted on march 29, 2021.

Event description:
Per the surgeon, the patient experienced pain at the implant site. The magnet was found to be dislodged during a revision surgery on (B)(6) 2021. The device was explanted during the surgery, and the patient was reimplanted with a new device.

Manufacturer narrative:
It is now reported that the patient was administered oral steroids. This report is submitted on jun 6, 2022.